Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the patient was unable to get both of her legacy pumps to start infusion of veletri 23ng/kg/min. One pump gave high pressure alarm. No obstructions in IV line were found. All tubing were connected properly. The other pump gave a 2 tone alarm when going through the self check mode when being started up. Patient tried using different cassettes with both pumps without success. Patient was instructed to go the emergency room. When asked, patient was not having any changes in breathing or other symptoms. Patient did not specify which pump was giving which specific problem. Both pumps are still in use with the patient as when hospitalized; the staff found no issues with pumps. Hospital staff suspected blockage in IV line was the true issue. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.